Manufacturer narrative:
There are two devices associated with this event of the b30 error message. These devices are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the b30 scope communication error message was observed for the device. There were no significant visual defects for the device. No leak was detected in the leak inspection of the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, a b30 scope communication error message was received. The procedure was completed with another similar device. There is no harm or adverse impact to the patient. The video system was also alleged to be involved in the receiving of the b30 error message.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum july 26, 2022: the b30 error message event occurred during preparation for use immediately upon power on. There was no impact on the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the accumulation of electrical stress due to repeated energization, or accidental overcurrent such as static electricity or leakage. The event can be detected/prevented by following the instructions for use which state the following: "wipe the electrical contacts of the video connector and its surroundings with dry gauze, and connect them to the video system center in a sufficiently dry state. Also, make sure that the electrical contacts are clean before connecting. Using the device with wet or dirty electrical contacts may damage the device and jeopardize the safety of the patient or operator." "Do not connect or disconnect the video connector while the power switch of the video system center is on. Connecting or disconnecting the video connector while the power of the video system center is on may damage the image sensor." Olympus will continue to monitor field performance for this device.